Manufacturer narrative:
"Medical device expiration date: unknown. Device manufacture date: unknown. Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident.

Event description:
It was reported that an unspecified bd connecta leaked during use. The following was reported by the initial reporter" on (B)(6) the cap was discarded after blood leakage was found in the department of cardiac anesthesiology".